Manufacturer narrative:
Device history records review was completed for part# 338.346, lot# 4766414. Manufacturing location: (B)(4), release to warehouse date: dec 09, 2004. Material records review was generated on 02 dec 2001 for the following non-conformance¿: qty 64 non-conformance diameter specification, dispositioned use as-is. Qty 2 non-conformance diameter specification dispositioned as conforms to specification. Qty 2 non-conformance for diameter specification. Qty 12 non-conformance diameter specification, dispositioned as parts acceptable. The products were dispositioned as follows: for nonconformance #1, qty 64 parts dispositioned ¿uai¿. For nonconformance #2, qty 2 diameter 5.50 gage pw goes. Parts conform to specification. For nonconformance #4, qty 12 non-conformance diameter specifications, dispositioned as acceptable. For nonconformance #3, qty 2, were scrapped. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. A visual inspection under 5x magnification, functional test, device history record (DHR) review, and drawing review (dimensional verification) were performed as part of this investigation. The complaint devices were returned in the intact condition. No broken and/or missing fragments. As the complaint suggests, multiple scratch marks were observed on helix blade (p/n 282.235, lot# 7500456 and the internal barrel of the side plate p/n 262.671 was found to be in locked position. Hence the complaint is confirmed. Both the returned helix blades were not sticking with the distal end of the inserter shaft (p/n 338.346). The insertion instruments (p/n 338.341& 338.346) looked old but functional with minor wear marks all over the device surfaces. Four corners of the distal tip of the inserter shaft (338.346) looks slightly flattened. It is possible that excessive force was needed to insert first helix blade (p/n 282.235s, lot# 7500456) into the patient bone, which may be due to incorrect technique or unusually dense patient bone. This may have pressed the blade and the inserter together and caused them to be stuck. Indentation marks were observed on and around the internal locking mechanism of the lcp side plate (282.671). This suggests that although the hammer was not used, excessive force was implemented to insert the plate on the helix blade which pushed the locking barrel down in the locked position. An excessive force would be required in order to slide the side plate over the helix blade if helix blade was not aligned in a correct position with respect to the internal locking mechanism of the side plate. No drawing issues or discrepancies were noted. The design and tolerances are adequate for its intended use and did not contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional information reported in user facility report# (B)(4): patient age, reporter name, address and contact number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against user facility report# (B)(4). Only additional and/or corrected information will be contained in this report.

Manufacturer narrative:
Lot number for concomitant device part # 338.345. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: lcp coupling screw 324mm (part #338.345, lot # h130934, quantity 1).

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the attempted insertion of a locking compression plate (lcp) dynamic helical hip system on (B)(6) 2017, there were two incidents of synthes device malfunctions. It was further explained that once the helical blade was inserted, the surgeon detached the connecting screw then proceeded to disassemble the inserter guide and the inserter shaft from the dhhs blade; the blade remained attached even without the connecting screw and was stuck on the inserter shaft and the inserter guide. The devices became stuck. Vice grips were used to remove the helical blade from the inserter guide damaging and ruining the helical blade. This caused an approximate 15 to 30 minute surgical delay. After the devices were removed, the surgeon opted to remove and replace the damaged helical blade. Reportedly, he opened another helical blade of the same measurement and reinserted the helical blade. Once inserted, the surgeon was able to detach the coupling screw, inserter guide and inserter shaft and the helical blade remained in the femoral head. The lcp side plate for the dhhs was then attached to the helical blade but upon insertion, the flanges in the side plate deployed before intended; the flanges deployed prematurely without use of the mallet. The early deployment was evidenced by the lcp side plate being able to spin freely despite being attached. This caused a disruption with the blade; so when the plate was inserted, the blade actually continued to insert further and further into the femoral head and the plate was not attached or seated properly. Unable to remove the plate as the flanges were attached. The surgeon tried to remove lcp side plate but had difficulty removing it, as it was still attached to the helical blade. After approximately 20-25 minutes, the helical blade was removed from the lcp side plate. The lcp side plate and helical blade were still stuck together after removal from the patient but later, the surgeon was able to detach the helical blade and lcp side plate. Surgeon made the decision to transition to a dhs system and abandon using the dhhs system (3 hole lcp side plate 130 degrees, 80mm dhhs helical blade). The dhs system was successfully implanted with no issues (3 hole side plate, 90mm dhs screw). The total surgical delay was approximately 45 minutes to 1 hour. Concomitant devices reported: lcp coupling screw 324mm (part #338.345, lot # unknown, quantity 1), vice grips (part # unknown, lot # unknown, quantity 1). This report is for one (1) lcp® dhhs(tm) inserter shaft. This is report 3 of 5 for complaint (B)(4).